Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report a faulty battery. The pt was given a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon receipt the battery was non-functional in both a charger and a monitor. In addition connector pin 3 on the battery was bent. The cause for the non-functioning battery was the bent connector pin. The root cause for the bent connector pin cannot be positively determined but is likely physical abuse. No adverse event resulted from the bent connector pin. The pt received a replacement battery pack.